Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 44 mg/dl. Reportedly, customer's carbohydrate ratio settings were contributing to bg level. Additionally, customer did not consume carbohydrates in response to settings. Customer required assistance from partner to treat bg via glucose. Additionally, customer worked with healthcare professional to adjust pump settings. The customer was instructed to consult with healthcare provider regarding bg level.